Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited tones for which the patient presented to the hospital for a device check. Upon interrogation no alerts or abnormalities were observed. Engineering analysis was performed on saved device data from which it was found that there was evidence of saturated right ventricular (rv) lead pace impedance measurements. Boston scientific technical services (ts) suggested an alert may not have appeared upon interrogation due to timing of daily measurements resulting in occasional days with two daily measurements with the most recent returning in range values. There have been no further reported instances of tones or other anomalies. Additional testing will be performed at the patient's next follow-up visit after which it will be determined whether any additional action will be taken regarding the patient's implanted system. No adverse patient effects were reported. This system remains in service.